Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed. Also, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator wire, the plate was deformed, the elevator channel nut was loose, the grip was deformed, the scope cover was chipped, the scope cover plate was unclear, the scope body was cracked, switch #1 was cut, the forceps channel port was dirty, the air/water and suction cylinders were discolored, image noise occurred due to corrosion of the electrical connector, the number of missing elements exceeds the standard value due to damage on the ultrasonic cable, the displayed ultrasonic image was defective due to damage on the acoustic lens, the distal end was deformed, the adhesive around the objective lens was worn, the objective and light guide lenses were scratched, the adhesive around the light guide lens was worn, the bending section cover was cut, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the connecting tube had buckling, the bending angle in the down/right direction did not meet standard value due to wear of the angle wire, bending angle in the down direction exceeds the standard value due to a dent on the bending tube, the ultrasonic probe was loose, the cover was dent, universal cord had buckling, the universal cord holder, sheet holder unit, electrical connector, scope connector charged coupled device (ccd), plate, shield plate, shield disk, ultrasonic connector, and ccd guide tube was corroded due to water leakage, and the cover joint was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had a leak. The leak was detected by an endothermo disinfector. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap between the acoustic lens and ultrasound probe and a stain entered inside the lens through gap in the adhesive on the distal end. The report is being submitted due to the gap between the lens and probe and stain entering the lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be definitively determined, however, it is probable the issue was the result customer handling. The event can be prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.